Manufacturer narrative:
UDI: (B)(4).

Event description:
During implant, the lead was not able to stay fixed in position and dislodged. A different lead was used to complete procedure. There were no patient consequences.

Manufacturer narrative:
A complete lead was returned with the helix fully extended and clogged with blood. Visual inspection and x-ray examination did not find any anomaly on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. The full helix extension length measured within product specification.